Event description:
It was reported that the inserter's hex broke after inserting the screw. Screw was placed as intended, but it still contains the tip of the inserter in it. The drillhole was prepared with an ar-1530ds (3mm drill), bone quality was normal. It was the driver with the preloaded implant from which the hex part broke off.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the returned driver's distal hex drive is broken-off at its base. Device met all material specification as received. This type of event is typically caused by not inserting the implant coaxial to the bone tunnel and/or prying/leveraging the driver while the implant is still loaded. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.